Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was ¿it was reported that the cassette sensor was defective.¿. The customer reported issue was able to be confirmed through pvt (performance verification testing). The cause of the reported issue was a defective dso (downstream occlusion) sensor. The reported issue was resolved by replacing dso sensor, dso bezel, and dso seal. Software was updated to the latest version. The device passed all functional testing after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.